Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, the one infusion set occlusion alarm occurred at infusion set site. No further information available.